Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-00083 and 2015691-2021-00086. The device was not returned to edwards lifesciences for evaluation. Imagery was provided and the patient¿s access vessels were noted to be severely calcified with moderate tortuosity. The left access vessel had an mld of 5.0mm, which is less than required for a 14f esheath (5.5mm). Procedural imagery revealed that the valve had a bent inflow strut after valve alignment. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. Although the resistance was confirmed a complaint history review is not required as the issue has been previously identified in a corrective action preventative action (CAPA) and a product risk assessment (pra) which captures root cause analysis for the issue. As the split in the distal tip was unable to be confirmed, a complaint history review is not required. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Aspirate as necessary during delivery system insertion. Take care when handling. Do not bend system either at the handle or tip. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The resistance with delivery system was confirmed through review of procedural imagery. The complaint for ¿sheath distal tip ¿ split¿ was unable to be confirmed due to the unavailability of the returned device or applicable imagery. Without the return of the complaint device, presence of manufacturing nonconformances were unable to be identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. Per the complaint description, ¿the valve was inserted into the esheath and excessive force was needed to advance the valve through the sheath at the external iliac¿. Imagery revealed that the access vessel had presence of severe calcification and moderate tortuosity. Additionally, the patient¿s access vessel was less than 5.5mm in diameter. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ factors such as calcification and tortuosity, in addition to an undersized access vessel, can create a challenging pathway for delivery system insertion through the sheath. Calcification can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath, which can lead to high push force and resistance. These patient factors, in conjunction with the exposed apices of the crimped s3u valve, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity, undersized access vessel) likely contributed to the complaint event. Per the complaint description, ¿upon removal of the sheath from the patient, a tear in the blue material of the sheath was noted. The tear was prong-like, possibly caused be the strut of the valve or calcium slicing it¿. As the access vessel was severely calcified, interaction of the sheath tip with the calcium present in the access vessels during sheath insertion may have led to damage/split on the external surface of the sheath distal tip. Access vessel tortuosity can also increase the likelihood of device interaction with calcium nodules. Additionally, the sheath was likely manipulated to overcome the resistance experienced during advancement of the delivery system. As procedural imagery reveals that an inflow strut was bent, it is possible that the bent strut also interacted with the sheath during advancement. As such, available information suggests that patient (calcification, tortuosity) and/or procedural (excessive manipulation, bent valve strut) factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As there was no confirmed defect, no corrective/preventative actions are required. However, after review of the similar reported issues a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. The CAPA is currently in implementation the implementation phase.

Manufacturer narrative:
UDI: (B)(4). This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the 26mm s3u valve was prepped per protocol. The valve was inserted into the esheath and excessive force was needed to advance the valve through the sheath at the external iliac. Rotoglide was used and eventually the valve was successfully advanced. Valve alignment was performed with no issue and the valve advanced to the native annulus. The team noted that one of the valve struts was bent. The valve was deployed with no issues. At the very end of inflation the commander delivery system balloon ruptured. The valve was deployed fully with no issues. Upon removal of the sheath from the patient, a tear in the blue material of the sheath was noted. The tear was prong-like, possibly caused be the strut of the valve or calcium slicing it.